Event description:
A hospital in (B)(4) reported that a patient "sustained erythema and a small ulcer" while using a (B)(4) patient interface in conjunction with a bubble CPAP and a (B)(4) chinstrap.

Manufacturer narrative:
(B)(4). Method: the complaint device is not expected to be returned to fisher & paykel healthcare (fph) for investigation. Following the additional information provided,our analysis is accordingly based on the information provided by the complainant and our knowledge of the product. Results: the complaint device was not returned for evaluation, and as we are unable to obtain further information with regard to the device set up we are unable to determine the root cause of the erythema. No lot check could be performed as no lot number was provided. Conclusion: erythema is a skin condition characterized by redness or rash. The intended use of the chinstrap is to control mouth leak during infant nasal CPAP by gently holding the mouth closed. The fisher & paykel healthcare CPAP patient interface is designed to be used by adequately trained medical professionals. User instructions illustrate on how to correctly set up the patient interface. An fph representative has subsequently visited the hospital and provided training to hospital staff. The hospital has further reported that they are continuing to use the product. We have received no further complaint from this customer regarding this issue.

Manufacturer narrative:
(B)(4). We are currently endeavouring to obtain more information from the customer with regard to the complaint device. We will provide a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that a patient "sustained erythema and a small ulcer" while using a (B)(4) patient interface in conjunction with a bubble CPAP and a (B)(4) chinstrap.